Event description:
It was reported that the ventilator became inoperable. The ventilator was not on a patient at the time of the event. The service engineer (se) evaluated the ventilator and replaced the backup power supply (bps) printed circuit board assembly( pcba). The ventilator passed self-testing.